Event description:
Event description guidant received information that that during a routine follow-up performed 4 weeks after implant, this device had an elective replacement battery indicator. The device is scheduled for replacement. The device is on an advisory.